Event description:
The device discharged several times in 2009. Noise was observed in 2008. The noise was reproduced during arm testing. Insulation break or lead fracture was suspected. The lead remains implanted.

Manufacturer narrative:
Na